Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the high lv outputs were required by the patient's physiology. The his lv lead was reprogrammed to unipolar configuration.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The device remains in use. It was reported that the his left ventricular (lv) lead exhibited very low impedance and was programmed to high outputs. The his lead remains in use. No patient complications have been reported as a result of this event.